Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter translated from italian to english: good afternoon, we are writing to report the presence of a snake inside one of your cartons containing 10 ml syringes. Ref: 301029 lot: 3320648. We ask you to be careful and above all to investigate the problem to find the cause. I would like to add one more piece of information: the snake was between the carton and the envelope containing the syringes. The carton was obviously sealed. We look forward to your feedback. Regards, additional comments: the carton box was sealed as per usual bd procedures. The snake was between the carton box and the inner bag holding the syringes. The snake was not in direct contact with the syringes as it was external to the bag. Pictures are herewith attached for future reference and investigation. Additional information provided: did they find it alive? = the serpent found was dead. What¿s the species? = snake species not identified. Is it native to this area? = n.a. Did they save it? = n.a. Do they have the original box? = yes. Are there any other photos? (Six side of carton) = no. Is there any carton damage or hole observed? = no. Please provide box no. (It is handwritten no. With black marker in upper right corner of carton) = the box has been thrown away.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: two photos of a 10ml luer-lok bns box carton from material 301029, batch 3320648 were provided to our quality team for investigation. One photo shows a close-up image of the case label affixed to the box carton with all applicable product information. The next photo shows an unidentified greyish colored dead snake appearing to be several inches long. The condition observed cannot be confirmed from the photo provided. As part of this investigation the facilities engineer and the operation maintenance technician were interviewed, and pest control records were reviewed with no incidents of snakes having been found within the bd canaan manufacturing plant. Bd canaan has a robust pest control plan that is monitored on a routine basis. The defect could not be confirmed to have originated at the manufacturing plant, therefore corrective actions are not necessary. Furthermore, a device history record review was completed for provided lot number 3320648. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.